Event description:
It was reported that during a percutaneous nephrolithotomy (pcnl) procedure, inflation difficulties were encountered. The stone was located in the ureteropelvic junction (upj). The ob occlusive balloon catheter was advanced to the lesion. Upon attempting to inflate the balloon, the balloon failed to inflate. The balloon catheter was removed and the procedure was completed with another of the same device. No pt injuries or complications were reported. The patient's status is reported as "stable". Device analysis revealed a balloon rupture.

Manufacturer narrative:
The complaint sample was returned for eval. Both proximal and distal balloon bonds were found to be continuous, intact and within specification. On inspection of the balloon, the balloon was found to be burst/ ruptured in the mid-section, above the skive hole. There were no other defects found that could potentially caused the balloon burst. The device history record (DHR) review confirms that this device met all material, assembly, and performance specifications. The most probable root cause of the balloon burst can be attributed to operational context due to contact with a sharp exterior source, such as sharp calculi or damage during insertion through the scope.